Event description:
During a surgical procedure, the arkon anesthesia machine had leaks on low pressure and high pressure sides, and the gas inlet manifold had a leak. The machine was removed from service until the gas manifold was replaced / tested / cleared by biomed.